Event description:
The info received indicated the CPR function was not functioning.

Manufacturer narrative:
The hill-rom tech replaced the hydraulic manifold and the bed functioned to specifications.